Event description:
This is a spontaneous nurse report from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010 the patient was diagnosed with peritonitis and hospitalized that same day. The cause of the peritonitis was unknown. The nurse stated "patient was in training" and that dianeal solution was only used "during training patient to flush her". The patient was recovering from the event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The cause of this incident was undetermined. A batch review was performed for potentially associated lots (gd878843) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.